Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. Qc investigations using cement retained samples confirm that this cement batch meets the requirements of the release specification. However one of the following could have potentially aided this failure: surgical technique; bone absorption; low-grade infection. A search of the complaint database found no prior reports for all of the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address femoral and tibial loosening at the cement/bone interface. Depuy cement was used in the primary surgery.